Manufacturer narrative:
1. The customer returned 1 photo and 1 defect sample: there are black foreign matte inside of the prn adapter, which is unmovable. See the photo in the attachment (B)(4). 2. Production record check (lot#4109421): 1)this batch of products will be assembled in jingma automatic line 4 in may 2024, and packaged in cfs packaging line in may 2024. The number of work orders is (B)(4) pieces. 2)check the process test report and shipment test report, and the test results are in line with product standards. 3)check production records for any conformity, deviation or rework behavior. 3. No similar foreign matter was found in the retained samples of this batch. See attachment (B)(4) for the inspection report. 4.root cause analysis: 1)because the black foreign matter is embedded inside the prn adapter, and the particles of the foreign matter are dispersed, they are too small to be collected for ftir composition analysis. 2)burnt spots probably come from the molding of the adapter. There are flowing blind spots in the molding machine's screw and hot runner system of die, and the molten pc is carbonized into burnt spots in these places at high temperature for a long time. Action taken: the molding machine's screw and hot runner system of die are cleaned with pp every quarter to reduce the occurrence of the burnt spot. 3)in response to this complaint, relevant inspectors have been trained to pay attention to the elimination of similar defective products. The training records are in the attachment (B)(4). 5.currently, we didn¿t receive the same complaints from different hospitals, so it is a isolated incident. Conclusion: there were no abnormalities in the process and retained samples, and the foreign matter is observed of the returned samples, which were suspected to be the coke spots generated during the injection molding of the base. Measures taken by the factory: the hot runner system of injection molding machine screw and mold is cleaned with pp material every quarter to reduce the generation of coke spots, and training has been performed for the related persons to detect this kind of defect. Plant will continue to follow up this kind of defect.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm had a foreign object report from the CT room: when opening the package, a black foreign body was found inside the heparin cap. One tube was affected. The sample can be returned and photos can be provided. Green claim settlement is required. Complaint reply letter and complaint receipt letter are required.